Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller, two controller ac adapters and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller, controller ac adapters and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have fully charged batteries and a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other products involved in this event: controller ac adapter/cac015981/ catalog number 1430de / expiration date: n/a. UDI #: unk. Device available for evaluation?: yes, 04/04/2017. Device evaluated by MFR? No, / device evaluation anticipated, but not yet begun. Device manufacture date: unk. Labeled for single use?: no. (B)(4). Controller ac adapter/cac015033/ catalog number 1430de / expiration date: n/a. UDI #: unk. Device available for evaluation: yes, 04/04/2017. Device evaluated by MFR? No, / device evaluation anticipated, but not yet begun. Device manufacture date: unk. Labeled for single use?: no. (B)(4). Battery/(B)(4)/catalog number: 1650de / expiration date:11/30/2016. (B)(4). Device available for evaluation?: yes, 04/04/2017. Device evaluated by MFR? No, / device evaluation anticipated, but not yet begun. Device manufacture date: 11/01/2015. Labeled for single use?: no. (B)(4). Battery/(B)(4)/catalog number: 1650de / expiration date:09/30/2016. (B)(4). Device available for evaluation?: yes, 04/04/2017. Device evaluated by MFR? No, / device evaluation anticipated, but not yet begun. Device manufacture date: 09/28/2015. Labeled for single use?: no. (B)(4). Battery/(B)(4)/catalog number: 1650de / expiration date:11/30/2016. (B)(4). Device available for evaluation?: yes, 04/04/2017. Device evaluated by MFR?: no, / device evaluation anticipated, but not yet begun device manufacture date: 11/03/2015. Labeled for single use?: no. (B)(4). Battery/(B)(4)/catalog number: 1650de / expiration date:11/30/2016. (B)(4). Device available for evaluation?: yes, 04/04/2017. Device evaluated by MFR?: no, / device evaluation anticipated, but not yet begun device manufacture date: 11/01/2015. Labeled for single use?: no. (B)(4). Battery/(B)(4)/catalog number: 1650de / expiration date:11/30/2016. (B)(4). Device available for evaluation?: yes,04/04/2017. Device evaluated by MFR?: no, / device evaluation anticipated, but not yet begun device manufacture date: 11/01/2015. Labeled for single use?: no. (B)(4). Battery/(B)(4)/catalog number: 1650de / expiration date:11/30/2016. (B)(4). Device available for evaluation?: yes, 04/04/2017. Device evaluated by MFR?: no, / device evaluation anticipated, but not yet begun. Device manufacture date: 11/02/2015. Labeled for single use?: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the patient was experiencing events of power switching. The devices were exchanged with no reported consequence or impact to the patient. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing events of power switching. The devices were exchanged with no reported consequence or impact to the patient. No further information was provided.